Event description:
Two defective rezum handpieces. Both handpieces have the same lot #32796612. Issue resolved when using a handpiece with a different lot number. Manufacturer response for system water vapor delivery device rezum 5/bx, boston scientific corporation (per site reporter). No response yet.